Event description:
The customer reported that the system made a loud clicking noise and the images were grainy. An overload error message was displayed outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation and the high voltage cable and the tube ports were cleaned. The generator stability setting was adjusted. The system was tested and found to be working as intended and put back into svc.